Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2022. The stem, poly and tray were revised on (B)(6) 2023 due to total shoulder dislocation. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
Pending investigation. A193237 300-30-08 - equinoxe preserve stem 8mm. A300104 320-10-00 - equinoxe reverse tray adapter plate tray +0. A163919 320-15-05 - eq rev locking screw. 6913850 320-15-07 - sup/post aug plate, l rs glenoid baseplate. A232101 320-20-00 - eq reverse torque defining screw kit. S393828 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 6154853 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. A174174 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. S384740 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. A254659 320-38-03 - 145-deg pe 38mm hum liner +2.5. A287283 321-52-07 - 3.2mm drill bit sterile.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.